Manufacturer narrative:
The root cause could not be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported approximately a dozen patient with neuropathic pain and potential suicidal thoughts post lasik. The pain stretches from the front of the eye to the back of the head. The pain does not go away and the patients have been referred to pain specialist for treatment. Additional information requested.